Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was oversensing of noise leading to storage of untreated episodes when programmed in primary sensing vector. The patient was brought in and the noise was able to be reproduced with isometrics in both primary and secondary vectors. Low amplitude was also observed. The patient had received appropriate shocks for ventricular tachycardia (vt). Three months later a revision procedure was performed where the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to continued noise and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.